Event description:
Vns pt has experienced a recent increase in seizure activity. It is not known whether the increase is above pre-vns baseline frequency. The pt was reportedly an amazing responder to the vns therapy for 10 months prior to the increase in seizure activity. Based on known device settings, generator battery end of life is not likely. Device diagnostic testing was within normal limits, indicating proper device function.